Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) powered off was not confirmed based on the review of the event logs or during the functional testing. The secondary issue with the console displayed an intermittent mid:23 (patient probe offset) error message was not confirmed during the initial functional testing as the issue was not replicated, however, was confirmed during the event log review. The root cause for the reported fault was a defective input/output printed circuit assembly (I/o pca), likely due to normal wear and tear of the console and/or due to a defective component. The thermogard xp ivtm system is a reusable device and was manufactured in december 2015, and it is over 5 years old, exceeded its expected service life of 5 years. As part of routine service during testing, unrelated to the reported complaint, the console was examined and the console's assembly top lid was observed cracked, the coldwell cap and coil, and the hex basket were missing, and the white rollers were damaged and attributed to user mishandling. The damaged parts need to be replaced to address the observed issues. The thermogard console passed the initial functional testing without any fault or error. However, upon further testing of the console, the I/o pca board components were noted degraded or defective, which caused the console to display the mid:23 error message intermittently, thus confirming the reported complaint. The I/o pca board needs to be replaced to remedy the fault. The event log review showed the occurrence of multiple mid:23 errors on the reported complaint date, thus confirming the reported complaint. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) powered off. Following this, another ivtm console was used to continue ivtm treatment. No consequences or impact to patient. Upon the console return to the biomed, the reported power issue could not be duplicated, however, the console displayed an intermittent mid:23 (patient probe offset) error message.